Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf impact code f1001 captures the reportable event of cancelled or rescheduled procedure. Block e1: initial reporter facility name: (B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroesophageal valve ligation procedure for reflux esophagitis performed on (B)(6) 2025. During the procedure, it was noticed that after ligating, the ligation band could not be opened, and treatment could not be performed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: initial reporter facility name: (B)(6) hospital. Block h11: the returned speedband superview super 7 was analyzed, and it was observed during visual inspection that the ligator housing returned with all bands attached to it, some of which overlapped. The ligator housing teeth were damaged, and the handle doesn't have evidence that the trip wire was secured into the handle slot, and the trip wire slack wasn't taken up. The trip wire was broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the scope, making the trip wire unable to work as expected with the handle when pulling the bands. The damage on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or also this could be attributed to the way the physician was entering the device through the patient, causing the teeth damage and also affecting the functionality of the handle when deploying the bands. The trip wire was most likely cut when taking the device out of the scope. Based on all gathered information, the most probable cause selected is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroesophageal valve ligation procedure for reflux esophagitis performed on (B)(6) 2025. During the procedure, it was noticed that after ligating, the ligation band could not be opened, and treatment could not be performed. There were no patient complications reported as a result of this event. Additional information received on april 15, 2025: the device was used for ligation of esophageal varices. The procedure was completed with another speedband superview super 7 device. The procedure was not canceled.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroesophageal valve ligation procedure for reflux esophagitis performed on (B)(6) 2025. During the procedure, it was noticed that after ligating, the ligation band could not be opened, and treatment could not be performed. There were no patient complications reported as a result of this event. Additional information received on april 15, 2025: the device was used for ligation of esophageal varices. The procedure was completed with another speedband superview super 7 device. The procedure was not canceled.

Manufacturer narrative:
Block h2 (additional information): block b5 and block h6 (impact codes) have been updated based on the additional information received on april 15,2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: initial reporter facility name: (B)(6).